Event description:
Paramedics transported a patient in cardiac arrest to the hospital ER where the device was connected to the patient with disposable defibrillation/ECG electrodes previously applied by paramedics. According to the reporter, the device displayed dashed lines and would not display the patient's rhythm. A backup device was immediately called for and used but, according to the reporter, the backup device also displayed dashed lines and would not display the patient's rhythm. The paramedic's device was then used which displayed the patient's rhythm as vfib and a shock was delivered which converted the patient's rhythm to asystole. External pacing was then administered, but the patient was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the patient's death because of the patient's lack of viability.